Manufacturer narrative:
G3 - 3. Date received by manufacturer (dd-mmm-yyyy): 21-feb-2025 corrected to 20-feb-2025. Claim # (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation twice. Due to the lens rotating twice, the lens was explanted. In a separate surgery the lens was replaced.